Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. The distal electrode was covered with blood. The conductor was distorted (extrinsic) kinked/buckled. Visual analysis noted the lead was damaged at implant. There was a very slight distortion of the exposed svc coil found at 43.2 cm, an introducer test was performed (using a fresh introducer) and the test passed without issue. There was damage at implant. Concomitant products: 1688tc implantable pacing lead (B)(6) 2004; 0185 implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
It was reported that during manipulation of right ventricular (rv) lead, the superior vena cava (svc) coil became stretched. The customer was not comfortable using this lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.